Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed. The root cause was determined to be use error the patient did not properly disconnect when they went to the restroom letting air into the lines. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. The technical service representative (tsr) explained the alarm. The home patient (hp) did not properly disconnect when they went to the restroom letting air into the lines. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the home patient (hp) regarding the system error 2240. The hp confirmed the alarm occurred because, they disconnected improperly when they went to use the restroom. The hp stated they understood the proper procedure to disconnect. The hp informed their registered nurse (rn) regarding the alarm. The hp stated they did not have any injury or medical intervention as a result of this alarm.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.